Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown tomofix plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided for reporting. This report is for one (1) unknown tomofix plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: testa ea, haeni d, behrens g, hirschmann m (2014). Unexplained proximal tibiofibular joint pain after high tibial osteotomy. Indian journal of orthopaedics. Volume 48. Number 3. Pages 335-338. ((B)(6)) this case study aims to highlight the importance of investigating the proximal tibiofibular joint (ptfj) in patients with unexplained knee pain after high tibial osteotomy (hto). This is a case report on a 44 year old male patient who underwent medial opening wedge hto treated by an unknown synthes tomofix plate due to medial compartment overloading in a varus knee. The following complications were noted: patient presented with diffuse pain of his left knee 3 years postoperatively. Patient continued to have pain throughout the rehabilitation period. 2 years after hto the patient underwent implant removal, but knee pain persisted. Osteoarthritis of the different knee compartments (grade ii-IV according to kellgren-lawrence), in particular of the patello femoral joint was noted. Iatrogenic lesion of the ptfj and consequent degenerative osteoarthritis (grade iii-IV of kellgren-lawrence) was observed. The distal tibial osteotomy site and consequent distal plate position were the reason for the iatrogenic lesion and pain. Patient underwent arthrodesis of the ptfj. This report is for one (1) unknown tomofix plate. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.